Manufacturer narrative:
Isi has requested the sureform 60 stapler involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. A review of the instrument logs for the sureform 60 stapler (part number 480460-09/lot number l90220426-0003) associated with this event has been performed. Per the review, the sureform 60 stapler instrument was last used in a procedure on (B)(6) 2022 on system (B)(4). The alleged instrument had 11 uses remaining after the last procedural use. This complaint is reportable malfunction event due to the following: it was alleged that the sureform 60 stapler instrument moved with unintuitive motion. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during da vinci assisted sigmoid colectomy surgical procedure, post stapling, while attempting to straighten the sureform 60 stapler instrument to remove from an arm, stapler arm moved independently from surgeon control or assistant manipulation. The procedure was completed with no reported injury. The intuitive surgical sureform 60, sureform 60 reloads, and other stapler accessories are intended to be used with da vinci surgical systems for resection, transection, and, or creation of anastomoses in general, thoracic, gynecologic, urologic, and pediatric surgery. The device can be used with staple line or tissue buttressing material (natural or synthetic). An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the sureform 60 stapler instrument was inspected prior to use and had no issues. The entire instrument appeared to move from side to side in a reciprocating motion, minimal movement - no more than a few millimeters side to side - which stopped after 2-3 seconds just once. The instrument was then removed from the instrument arm and replaced with a sureform 45 stapler which worked fine.